Manufacturer narrative:
An investigation has been opened to review history record and risk documentation. A follow-up report will be submitted after investigation.

Event description:
As reported, per physicians statement, access was obtained too low at the level of the sfa/profunda bifurcation. This caused the vascular closure device anchor to become lodged proximal and allowed collagen to be pushed into the vessel. This resulted in loss of pedal pulses and a cutdown was performed to restore blood flow. Vascular closure device was explanted during surgical cutdown.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar procedure, a 18f manta was deployed for closure in the left femoral artery. Access was obtained utilizing micropuncture in a single stick, however, was positioned too low and at the superficial femoral artery /profunda bifurcation. The arteriotomy was 10.0mm with mild posterior calcification, mild tortuosity in the external iliac, and a depth measurement of 4.0cm + 1cm. No issues were encountered advancing or withdrawing the procedural sheaths. Following deployment, time to hemostasis was greater than ten minutes. The physician mentioned due to the access being positioned too low and at the bifurcation, this caused the manta anchor to become lodged proximal, allowing collagen to be deployed within the vessel resulting in a loss of pedal pulses. The physician chose to do a surgical cut down, explanting manta, repaired the vessel and restored flow. The IFU warns do not use manta if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel; and do not use manta if there is marked tortuosity of the femoral or iliac artery. The procedural requirements indicate arterial access should be gained using micro-puncture technique using ultrasound guidance to puncture the midline of the femoral artery. Do not puncture the posterior wall of the artery. If bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. Other access site complications leading to bleeding, possibly requiring surgical repair is identified as a potential adverse event related to the deployment of vascular closure devices.